Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided.

Event description:
It was reported that the secondary spike on the blood tubing set leaked out of the end. The rn checked the line to find that it was securely and tightly clamped. The nurse applied a second clamp to ensure that there was no further leaking.